Event description:
It was reported that the customer's blood glucose reached 400 mg/dl. Customer stated he treated with manual injection, changed out the reservoir in use with his insulin pump and his blood glucose went back to normal. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.